Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult since the device was not returned. The complaint details indicate that on flaring the distal end of the stent, slight movement of the stent was noted up the proximal shaft and the physician was unable to deploy the stent. The details are not very clear in this regard. There have been multiple attempts to obtain more specific details about the case without success. It is speculated that upon deployment of the stent the proximal end of the balloon opened and the distal end did not open. If this were the case it is possible that the opening of the distal balloon cone pushed the stent proximal up toward the manifold or inflation port of the catheter. The possible reason for this is sometimes the proximal balloon cone has not cleared the distal end of the introducer sheath preventing the proximal end of the balloon from opening. When a v12 stent is opened the balloon cones open first creating what is called a "dog bone" affect anchoring the stent between the balloon cones. When this "dog bone" affect does not occur the propensity for the stent to move on the balloon increases. The instructions for use specify in the warnings and cautions section the following, "prior to stent expansion, utilize fluoroscopy to verify that the stent has been properly positioned. Do not expand the stent if it is not properly positioned". Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All stents were firmly crimped on to the balloon and all stents deployed properly. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During a procedure to stent an iliac artery through a 9 fr cook introducer sheath, the stent was noted to move slightly up the proximal shaft when being deployed.